Event description:
It was reported that the vns pt was seen for a follow up visit and the pt reported that she was no longer feeling stimulation of the device, and when a system diagnostic test was performed, the pt did not have the same clinical response that she had in the past during the diagnostic test. The site reported that the pt still does have seizure clusters, however, the seizure frequency remains much improved in relation to pre-vns seizure frequency. Based on clinical symptoms and the diagnostic history of the pt's device, this event was found to be possibly related to a short-circuit condition. Good faith attempts to obtain additional info have been made, but have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.